Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were received for investigation of complaint reference pr 5563146, in which the customer has indicated that they have experienced cracking of the drip chamber component. The customer was also unable to provide the model or lot number of the affected product(s) in this instance. Further details relating to the nature of the reported issue and the sequence of events prior to the issue occurring were not provided to aid the investigation. In this instance, without such details as the model or lot number, it has not been possible to perform a review of the production documentation for the product used by the customer.a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the transfusion set drip chamber in the past 12 months.

Event description:
It was reported that while using an unspecified bd intravascular administration set, that cracks and leakage occurred with the product. The following information was provided by the initial reporter: this set had glucose saline going through a crack in chamber. There was no damage noticed on the packaging and it occurred when the nurse was administering the chemo gemcitabine. Saline flush was running through the line prior to this and no crack was noticed then. No harm occurred to patient and situation was handled over treatment tray so not much spillage.